Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer opened too far, both lower hinges had broken stops. Initially the programmer booted up ok, but when attempting to interrogate a device, the screen went black with an error, later the programmer booted up with various errors at power up. As a result the software was reloaded and the hard drive was reconfigured. (B)(4).

Event description:
It was reported that the programmer had a black screen with a "serious programmer error" code displayed. Follow-up determined that this occurred at power-up. The programmer was returned for service. There was no patient involvement.